Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient used the device for a few days, but then turned it off about two years ago since she couldn't drive with it on. No patient symptoms were reported. The patient plans to have the ins removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.